Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of chest pain and discomfort following a device upgrade procedure. Ultrasound and chest x-ray revealed that the right ventricular lead had perforated the cardiac tissue. The right ventricular lead was explanted. The patient was stable.